Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer curved instrument was not properly communicating with the system. Surgeon had difficulty controlling the instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. Followed up with the reporter and obtained the following information: the issue was resolved by opening a new vessel sealer and removing the one in question from the sterile field. Case continued. There was no patient harm during this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer curved instrument was analyzed and found to have the keys on the roll gear damaged. As a result, the instrument exhibited unintuitive motion. The damaged keys were identified by manually rotating the main tube past the hard stop in both directions. Being able to rotate the main tube past the hard stop confirmed that the roll gear keys were damaged. Additional related findings: the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator¿s (mtm¿s), however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw directions and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The unintuitive motion was found to be caused by a damaged roll gear. The probable root cause of the damaged roll gear resulting in an unintuitive motion was attributed to a device design.